Event description:
It was reported that the 9900 system displayed ma sensor errors. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced hv regulator, backplane and hv tank. The system was tested and found to be working as intended and placed back into service.